Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). The additional xience prox referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy tortuosity and heavy calcification. The lesion was predilated with a 3x15mm non-abbott balloon catheter. A 4x15mm xience prox rx stent delivery system (sds) was advanced to the target lesion, resistance was noted due to the anatomy and the stent struts were noted to be flared. The device was withdrawn and resistance was noted due to the anatomy. Another same size xience prox sds was advanced toward the target lesion and resistance was noted due to the anatomy. The device was withdrawn with resistance and the stent dislodged from the balloon. An unspecified 1x10mm balloon catheter was advanced and the balloon was inserted through the dislodged stent. The balloon was slightly inflated and the balloon with the stent on it was withdrawn up to the radialis. The surgeon removed the stent from the patient anatomy via a cut down procedure. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported physical resistance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.